Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 45 percent stenosis degree in the rca. When trying to deliver the stent some resistance was felt. After removal it was noticed that stent struts had lifted.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 45 percent stenosis degree in the rca. When trying to deliver the stent some resistance was felt. After removal it was noticed that stent struts had lifted.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its proximal end and slightly shifted by 1 mm in distal direction. Several stent struts are lifted and everted. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the lifted struts were initially crimped on the balloon. Periodic review of the manufacturing process confirmed that the output was in conformity. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.